Manufacturer narrative:
The manufacturer received information alleging not turning on, potential water damage and pca burned occurred on ds2. The device was not in use on a patient at the time of the occurrence. The ds2 was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices pca burned. In conclusion, the device's auto CPAP advance with modem and ui bezel plus burned. Were replaced to address the issue. The root cause isn't confirmed at this time. Additionally, during the service of the device, the reusable filter was replaced by service a inlet/outlet seal,dreamstation2 blower, blower outlet seal/isolator kit ,blower box kit,iso port kit, humidifier water tank, heater plate kit, bottom enclosure.warning label for contamination issue. The device passed all final testing.

Event description:
The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found not turning on, potential water damage. Pca burned, upon review of the reported event, plexus has been instructed to return the device to the pil for further investigation due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.